Event description:
Sorin group italia received a report of a revolution pump which could not provide proper flow when increasing rounds per minutes (rpms), and low pressure was highlighted at inlet pump line. The issue occurred during procedure. There was no patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided d.4. The revolution pc pump is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The unique identifier (UDI) and the expiration date refer to the sterile finished product into which the device was assembled. G.5. The involved revolution pc pump is a non-sterile component assembled into a convenience pack that is distributed in the USA. The standalone revolution pc (catalog number 050300700) is also registered in the USA (510(k) number: k190650). H.4. The device manufacturing date refers to manufacturing date of the sterile, finished convenience pack into which the revolution pump was assembled. H11: through follow-up communications, livanova learned that the revolution pump was put at maximum rpms and the target flow was not reached. The pressure/flow issue occurred within one minute after the procedure started. No blood clot was noted in the circuit and no damage was observed on the complained revolution pump. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.